Event description:
The thermogard xp ivtm system ((B)(6)) displayed tcmid:05 (coolant diff failure) error message. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.

Manufacturer narrative:
The customer's reported complaint of thermogard xp ivtm system ((B)(6)) displayed tcmid:05 (coolant diff failure) error message was confirmed based on the event log review and during functional testing. The root cause for error message was the failure of lm34 a/b temperature sensor, likely attributed to the age of the device. The console was manufactured in november 2016 and is 7 years old, past the expected service life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated multiple tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, thus confirming the reported complaint. The lm34 a/b sensor was replaced to remedy the error. Unrelated to the reported complaint, pin 18 on wiring harness to pic 16 was burned. The most probable root cause of the burnt pin was moisture diffusing into the system and vibration during use, causing contact arcing. The wiring harness assembly to pic 16 was replaced to remedy the issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with (B)(6).